Manufacturer narrative:
The customer reported back flow into the primary set, and returned several photos and the set, of unknown material and lot, along with the pump. The physical sample will be investigated under pump complaint record (B)(4), and the results shared under that as well. There is no physical sample available for this investigation. The photos returned for the investigation are helpful to understand the setup and the situation. The photos are unable to provide evidence of the back flow, and the complaint could not be verified. The root cause for the back flow could not be identified without a replicated failure. If a root cause is found under the pump record, that will be shared with the customer. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following . It was reported by customer that they had a back flow issue, after opening the roller clamp on the secondary infusion it started backing up into the primary.